Event description:
It was reported that the asymptomatic patient presented in clinic for a dft. The ICD was post paced t wave over sensing on the ventricular lead which was noted on a stored egm. The ICD was reprogrammed. The patient had no further issues after the reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.